Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified extensive gouging and damage to the jig body. There are dings all over the jig barrel. Jig barrel ding is very large and is what caused all of the damage to the jig body. While inserting the jig barrel into the body, resistance is noticed as soon as that ding enters the jig body. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Product not returned.

Event description:
It was reported that during the intervention for a fracture of the humerus, the kit blocked the carbon component (guide) and the steel cylinder with the three useful holes needed to lock the guide for the different positions for insert of the proximal and distal screws. The procedure was delayed. It lasted 5 hours in total.